Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus provided management at cleveland clinic a quote to purchase the bw-400b brushes to address the brushing discrepancy with the bf-uc180f. Olympus has also requested a cleaning, disinfection, and sterilization reprocessing in-service be provided as an action item after the conclusion of the tiger team and receiving the bw-400b. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user handling that deviated from the instruction manual. The event can be prevented by by checking the 'reprocessing' chapter in the instruction manual regarding the sterilization method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not return to olympus for evaluation due to cds (cleaning, disinfection, and sterilization) in-service is required and not a repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, while taking part in a tiger team for the (B)(6) clinic, they noticed a discrepancy in the reprocessing of the evis exera ii ultrasonic bronchofibervideoscope by the sterile processing department. The facility does not have the bw-400b or an equivalent sized brush to clean the balloon channel brush. The balloon channel is not being brushed for the bf-uc180f. Once the user facility purchase a brush, olympus will return to the site and provide the cds (cleaning, disinfection and sterilization) reprocessing in-service. There was no report of patient harm associated with this event.